Event description:
The device was implanted on 2/4/91, for intrathecal infusion of morphine for treatment of pain. On 4/2/97, the MFR's international distributor informed the MFR via fax of the following event: the physician stated that since december 1996, the patient was receiving less pain relief and only a few cc of infusate remained in the device reservoir in spite of an interval (refill period) of 13-14 days. Since february 1997, the device reservoir was empty at the device refilling date. On 3/5/97, after refilling the device with morphine, the patient showed signs of overdose (somnolence and shallow breathing) and as a result, the patient was brought to the hospital. Invivo inspection of the device revealed leakage through the wall of the device silicone septum. The device was explanted on 3/7/97. No further details were provided at this time.